Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device image was reviewed and high current on the hybrid caused the por. The cause of the field event was due to a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with infection in the pocket. Device was unable to be interrogated as it was in backup vvi. Device was explanted and the patient was placed on a temporary pacemaker. There were no adverse consequences to the patient.